Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the core wire was intact. The distal tip was examined under microscopic magnification (20x) and material separation was observed. Under microscopic magnification (30x) a bend in the proximal end of the distal tip was observed. The catheter was bunched throughout its length, likely indicating retraction problems. No anomalies were noted to the transducer or saline hub, and no kinks were noted to the catheter. Functional/performance evaluation: the guidewire was removed from the catheter without issue. No further functional testing could be performed due to the condition of the returned sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for material separation, a bent distal tip, and retraction problems based upon the condition in which the sample was returned. The bent distal tip and material separation were likely caused by the distal tip becoming stuck in the lesion. However, the root cause for the crosser distal tip becoming stuck in the lesion is unknown. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during advancement, the recanalization catheter allegedly became stuck in the lesion; therefore, the health care provider (hcp) retracted the device as a single unit and discovered an alleged kink on the catheter. Reportedly, angioplasty was performed and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during advancement, the recanalization catheter allegedly became stuck in the lesion; therefore, the health care provider (hcp) retracted the device as a single unit and discovered an alleged kink on the catheter. Reportedly, angioplasty was performed and the procedure was completed. There was no reported patient injury.